Event description:
Event description guidant received information that, 44.1 months post-implant, this implantable cardioverter defibrillator (ICD) was explanted due to eri (elective replacement indicator). The physician expressed dissatisfaction with the device longevity and requested an analysis letter for this device.,